Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the resolution 360 clip was not returned; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Upon analysis, the most probable cause of the reported issue cannot be determined due to insufficient evidence, as the product was not returned for analysis to identify any potential defects. Without a proper evaluation of the device, the factors that may have contributed to the event remain unknown. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the clip unable to release from catheter. The procedure was completed, but there was no information regarding which device was used to finish it. There were no patient complications reported as a result of this event.